Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) . Review of the most recent repair record determined that the back cover was damaged. The head, fine adjustment cams, and screws were replaced and resolved the reported issue. It was noted that this device has not been returned for recommended annual preventative maintenance. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the problem on graft thickness - non-uniform. No adverse events were reported as a result of this malfunction.